Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy. The patient stated that beginning maybe the end of last year they stopped feeling stimulation. They have their device all the way to 8 volts but do not feel any stimulation and the device was not doing anything. The patient could not feel stimulation and has never been able to feel the stimulation in their crotch. The patient stated that probably a month ago they did not know if the device was helping with their symptoms. They tried all the 2 or 3 programs that they have but they do not feel stimulation on any of the programs. The patient stated that they will be lying with no urgency and will be able to feel the urine pouring out of their body. The patient stated that they used to feel stimulation but since their healthcare professional (hcp) increased stimulation they have not been able to feel it. The device was confirmed to be on at the time of the report. The patient noted that they did not monitor their symptoms for a couple of days before changing to a different setting. They would remain on their current settings until they could follow up with their hcp. No further complications were reported/are anticipated.